Manufacturer narrative:
The electrode lot numbers were requested but were not provided. The field service engineer (fse) replaced the rinse tubing, adjusted the fill volumes, replaced the is bath, and subsequently adjusted the ise probe. The fse inspected and cleaned the vacuum pump. Test runs were performed, and the proper functioning of the device was confirmed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium and potassium electrode results for one patient sample tested on cobas 6000 c501 module. The initial sodium result was 95 mmol/l and the repeat result was 140 mmol/l. The initial potassium result was 1.93 mmol/l and the repeat result was 4.41 mmol/l. No erroneous results were released.